Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient expired due to what is believe to be sudden cardiac death. There is no known allegation from a health professional that suggests the death was related to the device other than that the device noted to have fired. The cause of death was unknown. It was discussed using a magnet to disable ICD therapy since the patient had already passed. No further information is available at this time.